Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage was found near the y-connection of the bd intima ii¿ IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: the batch record was reviewed, no related abnormalities were found, additionally a sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided, dissection of the y-adapter revealed a lack of swaging in the device, causing the a poor fit of the devices extension tubing. The swaging station has an alarm to call the operators attention to any defects noticed by automated visual inspection. After notification of an error it is the responsibility of the operator to clear the fault from production and reset the machine. A mistake in the placement of an unswagged device into the swaged device station is the most likely root cause for this complaint. Investigation conclusion: it may be that when the operator clears the fault, the unswagged product is put into the swage station by mistake, leading to the unswagged product to the next procedure.

Event description:
It was reported that leakage was found near the y-connection of the bd intima ii¿ IV catheter during use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that leakage was found near the y-connection of the bd intima ii¿ IV catheter during use. There was no report of exposure, injury, or medical intervention noted.